Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: s11222 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 16/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with a strattice device lot: ¿s11222-200¿ on (B)(6) 2013. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, subtotal colectomy with ileorectal anastomosis, small bowel resection, scar excision, removal of mesh¿ on (B)(6) 2018. The patient also underwent ¿bilateral component separation with rectus muscle flap creation, underlay gore bio-a mesh 10 x 30, adjacent tissue transfer wound measuring 10 x 30¿ on the same date. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿had difficulty sleeping due to pain and [they] also suffered abdominal cramps.¿ patient ¿had home healthcare.¿ patient ¿was dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿had difficulty participating in family outings and activities, such as holding and lifting [their] children and grandchildren.¿ patient ¿wore an uncomfortable abdominal binder.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty exercising and bending.¿ patient¿s ¿stomach is scarred and disfigured.¿ patient " is fearful [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿repair of ventral hernia with mesh, extensive lysis of adhesion lasting more than 2 hours, small bowel resection, repair of serosal tear of small bowel, insertion of foley catheter (strattice implant)¿ between on (B)(6) 2013. The patient was treated for ¿drainage from surgical site/wound dehiscence¿ on or about on (B)(6) 2013. The patient underwent ¿exploratory laparotomy, lysis of adhesions, subtotal colectomy with ileorectal anastomosis, small bowel resection & scar excision, removal of mesh¿ between on (B)(6) 2018. The patient had a ¿bilateral component separation with rectus muscle flap creation, underlay gore bio-a mesh 10 x 30, adjacent tissue transfer wound measuring 10 x 30¿ on or about on (B)(6) 2018. The patient received an ¿abdominal wall reconstruction using right & left component separation, retained mesh removal¿ on or about on (B)(6) 2018. The patient received ¿physical therapy/rehab, wound care¿ on (B)(6) 2018. The patient received treatment for ¿hernia symptoms, abdominal pain, hernia surgery, follow-up¿ in 2018. The form indicates that the device was revised on (B)(6) 2013 due to ¿repair of ventral hernia with mesh, extensive lysis of adhesion, repair of serosal tear, small bowel.¿ the patient was implanted with a third non-abbvie device, ¿bard ventrio st hernia patch lot#: huwl0941,¿ on (B)(6) 2013. The form indicates that the device was revised on (B)(6) 2013 due to ¿repair of ventral hernia with mesh, extensive lysis of adhesion, small-bowel resection, repair of serosal tear of small bowel, insertion of foley catheter.¿ the device was subsequently revised on 21/feb/2018 due to ¿exploratory laparotomy, lysis of adhesions, subtotal colectomy with ileorectal anastomosis, small bowel resection, & scar excision, removal of mesh¿ and ¿bilateral component separation with rectus muscle flap creation, underlay gore bioa mesh 10 x 30, adjacent tissue transfer wound measuring 10 x 30.¿ the patient was implanted with a fourth non-abbvie device, ¿gore bio-a mesh, lot#: unknown,¿ on (B)(6) 2018. The form indicates that the device has not been removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.